Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. It was not reported whether the patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.